Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, the patient experienced loss of correction and a bone fracture. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation as the hardware remains implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, the patient experienced loss of correction and a bone fracture. No deficiencies or malfunctions were alleged with any tmc device. All hardware currently remains implanted, with no scheduled plans to revise or remove the hardware reported at this time. Upon receipt of any additional information, the file will be updated and reassessed as needed.

Manufacturer narrative:
Updated fields: g3: date received by manufacturer: 07-01-2025. G6: type of report: 30-day follow-up. H2: if follow-up, what type: additional information. H11: additional information received on 07-01-2025 indicates the patient is being treated with a bone stimulator for 6 weeks.